Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. After the veterinarian completed the last suture, the needle detached. No further information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and there were severe marks on the needle by use of the needle holder. The sample condition suggests an improper handling of the needle and suture.